Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this device had declared end of life (eol). Approximately six months prior, the remaining battery longevity showed two years remaining. Therefore, the patient was referred for an urgent device replacement. It was also indicated that the patient had underlying sinus bradycardia. No additional adverse patient effects were reported. This device is not available for return.